Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed for the past 6 months. Noise could not be reproduced. Patient was asymptomatic, not dependent and will continue to be monitored.